Manufacturer narrative:
Corrected data: through follow ups and it was learnt that the incorrect address was entered in initial reporter of the initial MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable as there is no indication that the lens was explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the left eye of a female patient. As the lens unfolded in the capsular bag, they noticed a white, chalky material in the posterior side of the lens, at the juncture of the distal haptic and the optic. Reportedly, the material could not be washed out by irrigation with bss (balanced salt solution). The lens remains implanted. The patient was seen for follow-up exams twice, on the 1st and the 3rd post-op days. The patient is using moxifloxacin, prednisolone acetate and ketorolac since the immediate post-op, and has no symptoms. Her visual acuity since the first post op day is 20/25+ in her left eye. The cornea is transparent. The anterior chamber has cells between +++ to ++++. The pupil is round and reactive. The lens is centered in the posterior chamber and the white material is not visible through the undilated pupil. Based on the review of the information, it reasonably suggests that inflammation was present. Stated that the patient seems to be doing well however, there is a little bit inflammation, which could be caused by the white substance. No further information was provided.